Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. It is unknown how the touchscreen became cracked. Customer's blood glucose level was not impacted. Contact indicated they have an alternative method for continued insulin therapy.